Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Complaint is confirmed. Performed investigation returned meter. Meter is unlocked to mg/dl. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with a 18 cal code were not found in glucose log. Error #s 0806 errors were found in error log. E3/e4 errors with low battery icon were not observed. Calibration parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that the uom setting of their freestyle meter changed. There was no report of death, serious injury or mistreatment.